Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user prevented from log in due to synchronization error. The technical support specialist found that es server had not yet generated a data sync. Performed full synchronization on device to resolve issue. The system functioned as intended.

Event description:
The customer reported that the pyxis medstation es system showed the error message "data sync update," which prevented users from login and accessing the required medications for ambulatory surgery. The customer reported a delay of approximately 35 to 70 minutes due to the time taken to acquire the pre-operative medications for patients, as well as the necessary medications for the anesthesiologists prior to surgery. There were no adverse events or injuries reported based on this event.

Event description:
The customer reported that users are unable to log into bdpyxis medstation es system due to the error message "data sync update." This resulted in 35-70 minutes of delay to all three or's as pre-operative medications were not available for ambulatory surgery and were obtained by anesthesiologists. Examples of medications needed were acetaminophen, oxycontin, versed, fentanyl, propofol, lidocaine, bupivacaine. The customer confirmed there was no patient actively in the or. There were no adverse events or harm reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-sep-2022 to 03-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user prevented from log in due to synchronization error. The technical support specialist found that es server had not yet generated a data sync. Performed full synchronization on device to resolve issue. The system functioned as intended after assessed by the technical support specialist.